Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, rewind, basic occlusion, occlusion, and prime and excessive no delivery test. No alarms, no blank display noted, all buttons functioning properly no damage on the keypad assembly, no button error alarm. Inspected connector on display and no unlock keypad connector. Unit received with alarm during error test due to faulty capacitor on interface board. Unit received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that after insulin pump was replaced due to button error, insulin pump began to experience display anomaly. Customer reported that when battery was changed display screen went black and then came back with a number 6 on display screen, and insulin pump would need to be rewound again and time and date would need to be reprogrammed. During troubleshooting, alarm history showed a signal too low alarm, unexpected restart alarm and an iop test failure alarm. Insulin pump passed self-test. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.